Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-2019 through jun-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: bsn, rn / administrative director of nursing. The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. The charge nurse had been told that earlier today there were a few others, for which they had changed out the pump. There was no evidence of blood in the helium tubing. Troubleshooting revealed that the the patient is on the ventilator with 5 cm h20 pressure. The nurse was not in the room and does not know if the patient was coughing when the alarm occurred. The patient is flexed a bit at the groin and has a very large belly. The customer was advised to do an iab fill and call again if the alarm occurred after straightening the patient's groin. There was no patient ham or adverse event reported.